Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused a patient to develop fluid in their lungs. The patient was hospitalized in response to the reported event. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop fluid in their lungs, coughing and choking. The patient was hospitalized in response to the reported event. The patient reported using an ozone based disinfection device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination on top and bottom enclosure, panel, rear panel, keypad, blower, blower box, p4 power connector, dc jack color insert. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dirt/dust contamination in airpath and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop fluid in their lungs. The patient was hospitalized in response to the reported event. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.